Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains in the possession of the patient.

Event description:
As reported: "t2gtn intramedullary nail breakage in a patient inserted 2 years ago. Broken at the proximal oblique side stop. Remove and insert t2agt." "Re-fracture".